Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that a sw120 cartridge body was received with the cartridge plate separated from the cartridge body; the cartridge plate was not returned. During inspection with magnification, the cartridge pin up was noted to be damaged. There is no material remaining on the heat stake allowing the cartridge plate to come off. No conclusion could be reached as to what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, upon deploying the knot, the little silver pin on the bottom of the cartridge fell off into the patient. The doctor removed the piece that broke off and continued the case. The surgeon then used another of the same device and completed the procedure. There was no patient consequence reported.